Event description:
Upon rewarming, the pt's temperature reached approximately 31.3 c bladder & 33.3 c esophageal. They had difficulty warming any further. The cardioplegia system was warming and cooling fine. Took the lines off of the cardioplegia system and attached them to the oxygenator and were able to warm a bit further but still insufficient warming. Brought in another heater/cooler and continued to warm. Pt came off bypass with espopageal temperature of 36.9 c & bladder temperature of 35.3 c after an extra hour of rewarming. The oxygenator was used throughout the case. There was no pt detriment.

Manufacturer narrative:
Laboratory analysis of the oxygenator's heat exchanger revealed, it was partially occluded with the brazing material used to weld components of the heat exchanger together. This reduced the available surface area for heat transfer causing reduced heat exchanger efficiency. Process corrections have been made at the supplier of the heat exchanger and inspections added both at the supplier and cobe cardiovascular. In this particular case, the pt's temperature was raised to 36.9 c instead of the desired 37 c. Re-warming took extensive effort on the part of the surgical team. Based on investigation of this incident and the cause, it was decided that a medwatch report was necessary for this incident, and the date of the report initiation of 06/05/06 was used for tracking. In addition, a formal field notification was issued to all affected customers.